Manufacturer narrative:
The report that the pcu alarmed when turned on was confirmed. The pcu was received in good condition. The internal inspection found the j13 connector damaged, however it is believed to be an incidental finding and not related to the reported complaint. The pcu error log recorded no recent errors or malfunctions. The pcu event log identified the most recent use of the pcu was on 19mar2020 at 9:25 pm. The log records the pcu is powered on with one attached pump module (s/n (B)(4)). The log show the attached pump module is selected and programmed for a basic infusion at a rate of 55ml/hr. The pump infuses for approximately 60 seconds. The user then selects options and power down all channels. Test results: the source pcu was powered on in the ¿as received condition. The device immediately alarms displaying error code 810.9030. The error code 810.9030 (polo_elf_file_crc_error) ¿ polo not able to boot application file. The returned pcu was flashed with software version 9.33.0.50. The flash completed with no errors or malfunctions. Post flash functional infusion testing performed completed with no errors or malfunctions. The source pcu was powered on in the ¿as received condition. The device immediately alarms displaying error code 810.9030. The error code 810.9030 (polo_elf_file_crc_error) ¿ polo not able to boot application file. The returned pcu was flashed with software version 9.33.0.50. The flash completed with no errors or malfunctions. Post flash functional infusion testing performed completed with no errors or malfunctions. The root cause of the customer¿s complaint that the pcu alarmed with an unspecified error when turned on was identified as an error code 810.9030 (polo_elf_file_crc_error). The proximate cause of the 810.9030 error is believed to be the pcu software image on the internal compact flash card is either invalid or corrupt. Review of the source pump module s/n (B)(4) service history record showed the device had a manufacture date of 04/07/2019 a review of the device service history record was performed beginning from the date of manufacture to the present date 08/25/2020 and indicated that this device has not been previously returned service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device.

Event description:
It was reported that the pc unit alarmed with an unspecified error when turned on. The issue was discovered when the device was found in the storage room by biomedical technician. There was no patient involvement.